Event description:
The customer reported that some segments will not light up on the display.no consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit passed visual inspection and power on testing. Two segments on the led digits display did not illuminate. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. The non-illuminating diodes of the 7 segment led display did not pass voltage testing. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that some segments will not light up on the display. No consequences or impact to patient were reported.